Manufacturer narrative:
(B)(4)

Event description:
Approx one month following a replacement of a new implanted device, a pt had a bladder infection and went to an ER on (B)(6)2010 for antibiotics. The pt had passed out due to pain from the urinary tract infection. It was further reported that the pt was receiving stimulation from their device in the wrong location (outside the vagina). The pt indicated that she "still feels a bit of pinching in the system and feels pulsing is not in the right place". The pt felt stimulation at a setting of 1.1, however, if she turned the setting up, then "it pinches rather then pulses". The pt believed there was a programming issue. The pt was scheduled to see her physician on (B)(6)2010. Per the pt, the surgery notes indicated that the physician did a diathermy to remove scar tissue at the time of the device replacement. The pt's status/outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.